Event description:
This lead was capped and replaced because it was too close to annulus and kept pacing in the ventricle. The physician decided to not replace this lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.